Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: it was reported that during a the cavotricuspid isthmus (cti) line ablation, immediately following radiofrequency (rf) energy application, the patient experience ventricular fibrillation. Cardiopulmonary resuscitation and unsynchronized direct current cardioversion were performed. Normal sinus rhythm was restored. The patient was transferred to the critical care unit, extending their hospitalization. No further patient complications have been reported as a result of this event.. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.